Event description:
The reporter stated, that the surgeon was inserting a three piece silicone lens model aq2010v and the trailing haptic tore off during insertion. The lens was removed with no pt injury. The reporter stated, that the lens was damaged due to being loaded incorrectly by a new technician.

Manufacturer narrative:
Eval results: - a visual inspection of the returned product shows the half of the lens optic and a haptic is torn off and is missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.